Manufacturer narrative:
The cause for the unconfirmed advia centaur xp (B)(6) confirmatory testing on the diluted (1:50) test sample compared to a (B)(6) result, other (B)(6) marker results, and a confirmed diluted (1:2500) (B)(6) confirmatory test sample result is unknown. Siemens has inquired if the patient sample is available for further testing. No conclusion can be drawn. The instruction for use (IFU) under the limitation section for hbsag confirmatory states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result does not preclude the possibility of exposure to or infection with hepatitis b."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00193 on 07/30/2014 for an unconfirmed advia centaur xp hbsag confirmatory result on the diluted (1:50) test sample compared to a (B)(6) ii result on 09/02/2014 additional information: the cause for the unconfirmed advia centaur xp (B)(6) confirmatory testing on the diluted (1:50) test sample compared to a positive (B)(6) ii result, other (B)(6) marker results, and a confirmed diluted (1:2500) (B)(6) confirmatory test sample result may have been attributed to a no sample delivery based on a low relative light unit (rlu) reagent "b" signal. The patient sample was not returned for further testing. No conclusion can be drawn. The instruction for use (IFU) under the limitation section for hbsag confirmatory states the following: "for diagnostic purposes and to differentiate between acute and chronic hbv infection, the detection of hbsag should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of hepatitis b surface antigen may not detect all potentially infected individuals. A nonreactive hbsag test result does not preclude the possibility of exposure to or infection with hepatitis b." The instrument is performing within specification. Further evaluation of the device is not required.

Event description:
An unconfirmed (B)(6) result was obtained when the customer performed advia centaur xp (B)(6) confirmatory testing on the diluted (1:50) test sample. The not confirmed result was considered discordant compared to a (B)(6) result and other (B)(6) marker results that were run on the patient sample. The customer performed advia centaur xp (B)(6) confirmatory testing on a diluted (1:2500) test sample and the (B)(6) result was confirmed. A confirmed (B)(6) test result was reported. There was no known report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp (B)(6) confirmatory result.